Event description:
The complainant alleged that during biomed testing of the device, the device would inappropriately shut down. The complainant indicated that there was no pt involvement in the reported malfunction.